Manufacturer narrative:
Unit received with cracked case on the back at the battery tube area. Unit received with partially broken reservoir tube lip. Unit received with cracked keypad overlay at select button. Unit received with minor scratched lcd window, case and keypad overlay. Unit received with missing retainer ring, reservoir tube o-ring and display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the plastic ring around the reservoir compartment is broken and the reservoir does not stay locked in place. Customer's blood glucose was 273mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.